Manufacturer narrative:
The device records 35 log entries between the 22nd october 2009 and the 24th september 2015 . The device records power ups of varying durations during this time including a ten minute power up and multiple power ups of under 1 minute duration. This may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The returned pad-pak was inserted into the device, the device failed to power on. Due to the damage to the pogo pins the device would be unable to power on therefore the pogo pins were replaced for testing. Investigation found the reported fault can be attributed to corrosion on the membrane tail. The measurements taken on the j1 connector along with the corrosion observed on the membrane tail track would account for the device switching itself on automatically and failing to power off using the on/off button. The damage to the pogo pins would indicate the damage occurred during the installation of the pad-pak and would have occurred after the last log entry on the 24th september 2015 as the damage would have prevented the device from powering up. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.